Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. Product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed failed due to receiver perpetually rebooting. An attempt to download the logs failed due to receiver perpetually rebooting. The receiver was opened and an internal visual inspection was performed and passed. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.